Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pain from the lead position and was not receiving full pain coverage. The physician repositioned the lead and the impedances were checked intra-operatively and several contacts were invalid. The physician removed and replaced the lead. Reportedly the pt had adequate stimulation post-operatively.